Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The led lamp on the front panel was confirmed to blink immediately after the power supply. Furthermore, it was confirmed that the light was unable to function. The probable cause of the lamp failing to light up is due to malfunction of the control board, front panel main unit and the red, green and blue filter. Since the subject device was manufactured two years ago, the viable cause of the failure is accidental. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation, the clv-190 scope slide detection mechanism was not functioning properly. The scope must be compelled upward before the clv-190 recognizes that it was assessed with a test scope socket. Furthermore, the unit passed functional inspection after a 180 and 190 model scopes was examined with test scope socket. The scope socket and support coil will need replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source lamp is unable to light up. Additionally, the lights on the front of the device is blinking. There was no patient involvement, no harm or user injury reported due to the event.